Event description:
It was reported that this patient underwent surgical intervention due to the dislodgement of their left ventricular lead. During the revision procedure, it was noted that this right ventricular (rv) lead exhibited increased pacing threshold measurements of 3.0 v at 1.5 ms. As such, this rv lead was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the distal segment of the lead was returned and visual inspection noted the helix was deformed, stretched and/or bent, and tissue was present around it, not abnormal for active fixation leads. Testing was completed to assess lead electrical performance and measurements were within normal limits. An x-ray inspection did not reveal any abnormalities in the conductors. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient underwent surgical intervention due to the dislodgement of their left ventricular lead. During the revision procedure, it was noted that this right ventricular (rv) lead exhibited increased pacing threshold measurements of 3.0 v at 1.5 ms. As such, this rv lead was successfully replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.